Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) went onsite and identified faults in the m-cabinet. The m-pdu fan tray was defective and showed no ignition. Review of the system log files conluded a pdu malfunction and an inability of the system to complete boot-up. To resolve the issue, the fse replaced the pdu fan tray and the dcps. The fse also found and set the ups fix jumper in the pdu. Further analysis revealed that connector ny-ac-3ny-a, which supplies the video section in cabinet b, was disconnected. The connector was re-seated and secured at dsm 7-x21. Following these actions, the system was returned to good working order. The codes have been updated based on the investigation's outcome.